Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was not covering their pain since about mid (B)(6) 2018. On (B)(6) 2018, high impedances were identified on all contacts; they were all >20,000 ohms. The patient denied having any falls or other events that could have contributed to the loss of pain coverage and high impedances. Next steps reported included patient getting a x-ray followed by meeting with their doctor to discuss and explore options for lead revision or removal. No surgical interventions are planned at this time. It was noted the rep will be contacted once the appointment with the doctor is made. No further complications were reported or anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) after confirming with the healthcare provider's (hcps) office. It was confirmed the patient had notified the rep of the reported issue. The patient has not yet communicated with the doctor's office since the rep had last seen the patient there, and it was unknown if the patient has gotten an x-ray yet. No further complications were reported or anticipated.